Event description:
It was reported that the customer's had a low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump and cgm work well together and it's few and far in between that the sensor reads incorrectly. The customer mentioned that she had just had some dental work done she was not eating plus the stress of surgery contributed to the low blood glucose. The customer declined helpline assistance and reports for documentation purposes only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.